Event description:
During service, the baxter repair technician reported that the lithium and main batteriers were depleted. The hosp representative stated that there were no reports of pt injuries or medical intervention.